Manufacturer narrative:
One flexiva 1000 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 0.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
Note: this pertains to one of three devices used during the same procedure. Refer to manufacturer report 3005099803-2017-00301, 3005099803-2017-00302 and 3005099803-2017-00312 for the associated device information. It was reported to boston scientific corporation on january 26, 2017 that three flexiva 1000 laser fibers were used during a bladder stone extraction procedure in the bladder performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 100 watt laser. According to the complainant, during the procedure and inside the patient, the physician advanced the laser fiber through the scope and into the bladder. The tip of the fiber broke off inside the patient's bladder when the physician started lasering the stone (captured by manufacturer report 3005099803-2017-0030). A second and third flexiva 1000 laser fibers were used and the fiber tip broke off again (captured by manufacturer report 3005099803-2017-00302 and 3005099803-2017-00312. The broken fragments were retrieved and the procedure was completed with a another flexiva 1000 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this pertains to one of three devices used during the same procedure. Refer to manufacturer report 3005099803-2017-00301, 3005099803-2017-00302 and 3005099803-2017-00312 for the associated device information. It was reported to boston scientific corporation on january 26, 2017 that three flexiva 1000 laser fibers were used during a bladder stone extraction procedure in the bladder performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 100 watt laser. According to the complainant, during the procedure and inside the patient, the physician advanced the laser fiber through the scope and into the bladder. The tip of the fiber broke off inside the patient's bladder when the physician started lasering the stone (captured by manufacturer report 3005099803-2017-0030). A second and third flexiva 1000 laser fibers were used and the fiber tip broke off again (captured by manufacturer report 3005099803-2017-00302 and 3005099803-2017-00312. The broken fragments were retrieved and the procedure was completed with a another flexiva 1000 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.